Event description:
It was reported the patient received the following results within 15 minutes: 60 mg/dl with the paramedic's meter at 1:16 p.m., 200 mg/dl with the paramedic's meter at 1:26 p.m, and 411 mg/dl with the patient´s meter at 1:26 p.m.